Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed as a needle to cuff detachment. In addition, the returned device analysis found an anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement in the left common femoral artery (lcfa) was attempted with the proglide device, using the pre-close technique, via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture was not present after removing the needle plunger. Two additional proglide devices were used for successful suture placement using the pre-close technique in the lcfa. The sheath was upsized to a 22f. The aaa was completed and hemostasis was achieved in the lcfa with the sutures of the pre-placed proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information..

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with the proglide device, using the pre-close technique, via a 22f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture was not present after removing the needle plunger. Two addiitonal proglide devices were used for successful suture placement using the pre-close technique in the lcfa. The aaa was completed and hemostasis was achieved in the lcfa with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.